Manufacturer narrative:
D8/9: device returned to field service, date unknown. The device was returned and evaluated, and the investigation for the reported display issue has been completed. Device analysis: troubleshooting was completed in collaboration with field service. The 4-in-1 was swapped to resolve the video issues. The root cause of the off-color video on impellaconnect.com was due to a defective 4-in-1. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) was showing white/blue video during maintenance. The engineer replaced several components to resolve the issue, and there was no reported patient involvement.